Event description:
There was only one pt involved. This pt was in for elective biopsy with CT guidance and conscious sedation of a lung mass. The pt was in the prone position; the left lung nodule was localized by preliminary CT scans. The pt received local anesthesia with buffered xylocaine and sensorcaine with epinephrine. A 17 gauge introducer was placed to the periphery of the lesion, confirming location by CT scan. During the procedure, the pt began to experience hemoptysis and coughing. Given the pt's restlessness, the procedure was stopped and the needles removed. On removal of the needles, it was apparent that the introducer needle had broken, leaving most of the shaft inside the pt. Additional CT scans confirmed the presence of the shaft in the lung with a portion still peripheral to the ribs. The skin incision was widened. Under fluoroscopic guidance, a clamp was placed and the trailing end of the needle fragment was grasped and removed intact. Additional CT scans confirmed the presence of the shaft int he lung with a portion still peripheral to the ribs. The skin incision was widened. Under fluoroscopic guidance, a clamp was placed and the trailing end of the needle fragment was grasped and removed intact. The pt developed a small pneumothorax, a common risk of lung biopsy. Chest tube placement was recommended; the pt refused and left against medical advice. The pt did agree to return for a chest x-ray, which he did. The x-ray showed worsening of the pneumothorax (to 50%). The pt continued to refuse chest tube and admission to hospital. The pt's primary care physician contacted the pt on (B)(6), convincing his to return for chest tube placement and monitoring, which the pt did. The pneumothorax was resolved the (B)(6) at which time the pt was discharged.